Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two needles broke at the tip during an esophagectomy/gastric tube. However, nothing fell into the patient's cavity. They used new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened samples noted two needles. The needle tips were broken off. Upon microscopic inspection, microscopic inspection noted instrument marks on the broken off tips. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.